Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2015, a 25mm trifecta valve was implanted in a patient with a history of hypertension and severe aortic stenosis. On (B)(6) 2015, the patient was reported to have died secondary to low sodium levels. The patient's death was reported by the family during a routine follow-up call. The family refused to disclose any further information. An autopsy was not performed. Per report, the patient had no history of renal dysfunction or renal failure.